Event description:
Preliminary disclosure form was received as a supplement to litigation. They show that patient was also implanted with asr on the right side. There is no known complaint for this side; however, we are reporting it due to pending litigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.